Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that following a reverse arthroscopy of the right shoulder performed on (B)(6) 2019, the glenosphere component was found to be dislocated from the glenoid baseplate seen on x-rays evaluation at first postoperative visit on (B)(6) 2019 as the patient was asymptomatic. Therefore, revision surgery was performed on (B)(6) 2019 to correct this by explanting the glenosphere, the liner, and the peripheral screw 4 to replace them with new components. Outcome resolved without sequelae on patient.